Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell and others, brown particles on the shell, crease fold and missing a piece of shell (0-25%). Weight measurement identified device as underweight. A microscopic analysis was performed which identified, broken striated on the posterior and wear abrasion. Based on the device analysis, the final assessment is striated broken due to surgical damage consist in the use of some surgical tool and missing shell due to inconclusive.

Event description:
Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported "hole, non-specific."

Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 25/apr/2014 and 17/jul/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade iii and "exchange of textured breast implants due to the patient¿s concern with the product." Physician additionally "implant palpability;" this event is not related to the device. Device remains implanted.